Event description:
The customer contacted physio-control to report that their device shut down unexpectedly during a cardiac arrest. After the device powered off, the user was unable to power the device back on. When the paramedics arrived they placed their device on the patient. The delay of use with the paramedic¿s device is unknown. The customer stated there was no known adverse effect to the patient due to the device use. However, when paramedics arrived they pronounced the patient deceased. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control was later made aware by the customer that the battery that was in the device during the shutdown event had been replaced. The customer was contacted numerous times for further details, but no response appears to be forthcoming. The device has not been returned to physio for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported patient event and concluded that the device usage did not contribute to the patient outcome, due to a healthcare provider on scene indicated the malfunction/use error likely did not contribute to the patient¿s outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device shut down unexpectedly during a cardiac arrest. After the device powered off, the user was unable to power the device back on. When the paramedics arrived they placed their device on the patient. The delay of use with the paramedic¿s device is unknown. The customer stated there was no known adverse effect to the patient due to the device use. However, when paramedics arrived they pronounced the patient deceased. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.